Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one euphora balloon was being used for lesion preparation. During ballooning with the euphora balloon for lesion preparation, the patient experienced an acute cerebrovascular accident (cva) due to occlusion of right cerebellar artery. During the heart catheterization, the patient became hypertensive despite attempts to manage with medication. The patient developed a severe headache and the cath was aborted due to safety concerns. The patient was hospitalized. In recovery, stroke alert was activated for left-sided weakness and confusion. A stat head CT was done that showed no acute intracranial abnormality. Neuro service was consulted. The patient had CT angio of head and neck that showed high-grade internal carotid artery (ica) stenosis, complex left ica stenosis, and 50% moderate stenosis of left v4 vertebral artery. A MRI of brain was also done that showed right inferior cerebellar infarcts. The patient later returned to baseline/no symptoms the next day and was discharged home. Neurointerventional radiology/vascular surgery referral planned for high grade left ica stenosis. The patient recovered. The patient was taking dual antiplatelet therapy within 24 hours prior to the event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.